Event description:
It was reported that the pt underwent a surgical procedure on (B)(6) 2008 mesh was implanted. It was reported that she experienced pain, infection, urinary problems, recurrence, dyspareunia, neuromuscular problems, vaginal scarring, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the pt has undergone multiple surgeries and revisionary procedures. No additional info was provided.

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2008 along with concurrent vagina hysterectomy, uterosacral colpopexy, enterocele repair, anterior colporrhaphy, posterior site-specific colporrhaphy, abdominal paravaginal repair, suburethral, cystourethroscopy . It was reported that patient underwent laparoscopic robotic sacral colpopexy, bso, lysis of pelvic adhesions, enterocele repair and cystourethroscopy on (B)(6) 2010 due to vaginal vault prolapse and vaginal bulge. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional info be obtained, a supplemental 3500a form will be submitted accordingly.